Event description:
It was reported that the patient experienced dizziness. Abbott technical support was contacted and sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.